Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal stent strut was damaged. The procedure was completed with another synergy stent. No patient complications were reported.